Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens dislocation. The lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - dislocation. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: dislocation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).